Event description:
Intra-operative fracture of the patient's calcar whilst trying to extract the trifit ts broach with the trifit ts straight daa impaction handle and tommy bar. A cemented stem was then used.

Manufacturer narrative:
(B)(4) - final report: the relevant device manufacturing records were identified and reviewed. It was found that the devices were manufactured/supplied between june 2017 and september 2019 and all conformed to material and dimensional specification at the time of manufacture. The ancillaries were returned to corin, the overall condition of the ancillaries is correct. Controls were performed on the affected devices returned, without identifying any root cause. No other fractures relating to use of these instruments was identified. Thus, this is an isolated case and corin now consider this case closed. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including return of the instrumentation, has been requested in order to progress with the investigation of this event, and will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing record will be identified and reviewed. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Intra-operative fracture of the patient's calcar whilst trying to extract the trifit ts broach with the trifit ts straight daa impaction handle and tommy bar. A cemented stem was then used.